Event description:
Information was received from a patient (pt) and healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). The reason for call was pt had an [unrelated] surgery scheduled on monday and hcp wanted the manufacturer to send something in writing confirming that the device was no longer in service. Pt reported the device stopped working over 5 years ago. Patient was in the process of trying to find someone that could remove it, but then got hurt. Reviewed manufacturer can provide cautery guidelines. Reviewed to have hcp call. Pt has not seen their managing hcp in a long time. Another hcp later called and said pt had an internal battery stimulator that was dead and not functioning, but caller did not know more details. Caller said pt wanted surgery to remove ins. Caller said pt could not locate controller. Technical services (tss) reviewed electrocautery guidelines. On (B)(6) 2024 caller reported notes say that the ins has been nonfunctional for 5 years. Patient previously felt stimulation and no longer feels stim. Caller reported that the ins has migrated and is more middle back on the left side. Patient no longer has a managing physician. Agent provided website to look for new hcp to remove system if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.